Event description:
Customer reported via phone, two buttons on the insulin pump were not responding. Customer's blood glucose was unknown but might be high because he was sick with the flue for about a week. He initially had issues with up arrow and now the esc button was not responding. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer also agreed to troubleshoot for high blood glucose that was between 200 to 400 mg/dl, current was 198 mg/dl. Customer stated he changes the infusion set every four to five day and customer was advised to do it every three. Customer declined to performed high pressure test.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.